Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level range (240-309 mg/dl.)with ketones present. The customer would deliver manual injections and bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, the customer reported air gaps in the tubing. Reportedly, the customer did not remove the air when loading the cartridge and had last changed supplies 6 days ago. The customer was educated to remove air from the cartridge and that humalog has been tested up to 48 hours. The customer was able to load a new cartridge and resume insulin delivery.